Event description:
Procedure: gastrectomy. According to the reporter: the tip was broken. It is unknown if the product was broken since the beginning or if it broke during the procedure, therefore, it is unknown if the tip was inside the patient. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).